Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified a modular center post reamer was returned. Part and lot numbers verified. As returned, the end of the cutting feature is fractured. Material hardness is conforming to print specification. Wear & tear is seen on cutting edges and the shaft that indicates repeated use. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the reamer was found with a crack in the tip. Attempts have been made and additional information on the reported event is unavailable at this time.